Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during follow up the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient stopped using the system due to unrelated health issues. As a result the ipg became inoperable. Surgical intervention may be pending to address the issue.